Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that a button on the insulin pump was not working. Customer's blood glucose was not known. It was stated that leading up to the keypad issues, the insulin pump screen looked like it had water in it a few days before. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump received with cracked battery tube threads and cracked reservoir tube lip.